Manufacturer narrative:
The used device was sent back to the mfg location, vygon (B)(4) during the first week of (B)(4), 2011, and the investigation is currently pending. A follow-up MDR will be provided as soon as the report is issued by the quality assurance department at vygon (B)(4).

Event description:
PICC line was leaking at the top of the wing where the tubing connects to the wings. Leak resulted in having to remove the PICC line and insert a new one. It was noted that a pump was in use and a 10ml syringe was used to flush the catheter. No harm occurred to the pt.